Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 10-jan-2025 and forwarded to millyard advanced medical products, llc on 11-jan-2025. The patient reported that their pump was alarming pump failure. When attempting to switch to their backup pump, it alarmed for a temperature fault and troubleshooting was unsuccessful. The patient had another backup that they switched to and was able to resume remodulin therapy. No side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.